Manufacturer narrative:
H.6. Investigation summary: bd received [1] sample and [6] photos for investigation. Visual examination of the sample and photos were performed and revealed embedded fm in the sidewall of the tube. Embedded fm is, by its nature, isolated from any specimen, therefore it is a cosmetic defect. Bd was able to confirm the customer¿s indicated failure mode with the sample and photos provided. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that prior to use with bd vacutainer® edta 2k "black" foreign matter was discovered. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, a black stain was found on the tube.